Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore tag thoracic endoprosthesis is intended for endovascular repair of aneurysms of the descending thoracic aorta in pts who have appropriate anatomy. Complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: neurologic damage, local or systemic (e.g., stroke).

Event description:
On (B)(6) 2009, this pt underwent emergent endovascular repair for a thoracic aortic arch aneurysm and was implanted with gore tag thoracic endoprosthesis. Prior to implant, aortic arch de-branching was performed. The tag devices were landed in the native aortic arch. The left common carotid artery (lcca) was intentionally covered and a vascular graft was used to bypass the brachiocephalic and left subclavian arteries. It was reported that during the bypass procedure, there was excessive blood loss due to the physician's technique. The amount of blood loss is unknown. The pt tolerated the procedure. Later this same day, the pt suffered a cerebral infarct. The physician attributes the cerebral infarct to the debranching surgery; not the implant of the tag devices but the root cause is unknown. On (B)(6) 2010, the pt expired from multi organ failure.